Event description:
The complainant alleged that during routine shift check by a clinician, the device inappropriately went into sync defibrillator mode when attempting to select 300 joules in defibrillator mode. The complainant indicated that there was no pt involvement in the reported malfunction.